Event description:
It was reported that the pump displayed a cassette error. Patient involvement unknown.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer complaint of, cassette errors, cannot be confirmed through 50ml cassette test and dso/uso sensor test. Visual and functional testing was performed. Upon further investigation, found dso sensor defective. Replaced dso sensor. Review of event log found no relevant information. Review of service history found no service within the last 12 months. All functional test of the device passed.